Event description:
During follow-up, loss of capture and loss of sensing was observed on the right atrial (ra) lead. Dislodgment was confirmed via diagnostic imaging. The ra lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.